Event description:
This was a left-sided lead extraction case conducted in the or to extract a functional rv - sjm riata 1590 (72 mths old) due to externalized cables as noted in a pre-operative cxr (date of test unknown). This patient was initially planned to be transferred to a high-volume extraction facility in ohio, unfortunately the patient's medical insurance denied treatment outside the state. Patient was placed under general anesthesia, arterial line placed, fluoroscopy in use, bypass available, crash cart and chest tray available, blood products in the room, and cvs just outside the room. The md cut and prepped the sjm riata 1590 with a lld-ez. Lasing began with a 16f sls ii meeting some resistance at the proximal coil, but the laser sheath continued making progression and the lead was ultimately extracted successfully. Upon the removal of the 16f sls ii the patient's blood pressure dropped sharply. The cvs was called into the room, arrived within 2 minutes and performed a sternotomy within 5 minutes. Upon opening the patient's chest the cvs noted a "unusual looking injury to the intima of the svc" wall. Blood was hung, patient placed on bypass and the injury stretching the entire length of the svc was successfully repaired. Patient was transferred to the ICU for recovery and was ultimately discharged from the hospital. The cvs and md stated the combination of the patient's "significant history of radiation and the non-backfilled riata lead made this patient a much more complex extraction to manage".

Event description:
Reported injury during a cardiac lead extraction case. Investigation still ongoing.

Manufacturer narrative:
Device discarded after use.